Event description:
The patient reported she has been without stimulation for approximately one month. Reportedly, the ipg stopped communicating with the external devices during that same time. Follow-up revealed the patient experienced a fall landing on the ipg prior to reporting the event. Furthermore, the issue was confirmed by an sjm representative. X-rays results were inconclusive. Surgical intervention was undertaken, explanting and replacing the ipg with a new device. Effective stimulation was achieved postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.